Event description:
It was reported that after less than an hour of intra-aortic balloon (iab) therapy, the augmentation pressure rapidly decreased from 160 mmhg to 90 mmhg. The patient's arterial pressure was reported to be 140 mmhg. The patient was in unstable condition and experienced decreased blood pressure. Although no blood was observed within the iab or tubing, the iab was removed safely from the patient due to a suspected rupture. It was then noted that blood had entered within the stat gard sleeve of the iab. A new iab was inserted to continue therapy.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and within the stat gard sleeve. No blood was observed inside the iab catheter. A kink was found on the catheter tubing approximately 36.3cm from iab tip. An underwater leak test of the stat gard seal, balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The condition of the iab indicated a kink in the catheter tubing. A kink in the catheter tubing may cause an opening for blood to pass out of the stat gard seal into the statgard sleeve. Blood may also enter the stat gard sleeve when the sheath seal is moved back and forth. This is the intention so blood does not spray over the user and patient. However, the reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).